Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.25x15mm xience sierra stent did not deploy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.